Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-mar-2016, an fse conducted on-site follow-up with the customer. The fse tested the flow pump and observed that valve #2 was sticking. The fse replace valve #2, rebuilt the pump and replaced the stator face which appeared to be worn. The flow was rerun after a drain flush and the instrument returned to normal operation. No further actions are required by field service. The most probable cause of the reported event was due to a defective valve #2.

Event description:
On (B)(6) 2016, a customer reported low pressure with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.